Event description:
Same case as: 2134265-2015-03175. It was reported insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The electrode was positioned properly and ablation was performed for 45 minutes; however roll off was not achieved. The device was removed from the patient. Roll-off was achieved in approximately 15 minutes with a second electrode. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).